Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the patient was hospitalized for atrial lead repostioning. The lead fell into the patient's ventricle and attempts to dislodge it resulted in a 3mm separation from the lead body to the tip. The patient was transferred to university of alabama at birmingham for lead extracton.